Event description:
The entire device was removed from the pt due to pt unable to inflate prosthesis. "The prosthesis does inflate well, although it is difficult secondary to the pump mechanism being in the same area where he feels pain." Pt complained of pain right side of penis.